Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. There is no evidence to suggest that there was a device failure.

Event description:
Patient revised to tighten the mcl and stabilize the knee with a thicker tibial insert.